Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the bypass tube was already detached. When the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip. The pouch was opened on a clear and flat surface. There was no obstacle to open the pouch. The device was not used. Another angio-seal device was used to successfully achieve hemostasis. The bypass tube of the device, was put back into the carrier tube tip. It is possible that the bypass tube was caught and detached when the physician opened the angio-seal poly-foil pouch. The physician had completed the training process on the device prior to this case. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 8fr angio-seal sts plus device was received for product analysis. The device was returned with the header bag, packaging tray, arteriotomy locator, guidewire, and hemostatic sheath. The polyfoil pouch was not returned for analysis. The returned device was subjected to visual analysis. No visual anomalies were noted with the arteriotomy locator, hemostatic sheath, guidewire, and packaging tray. The carrier tube assembly was then inspected. The carrier tube assembly was not in a polyfoil pouch, as the polyfoil pouch was not returned. The bypass tube was observed proximal to the fully exposed anchor. For functional testing, the bypass tube was moved distally to cover the anchor. The bypass tube easily slid into the correct position covering the anchor. Angio-seal sts IFU was reviewed and the following instructions state: "using sterile technique, remove the angio-seal device contents from the foil package by opening the package at the arrow indicator, taking care to pull foil apart completely before removing the angio-seal device." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. However, previous complaint records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. Without the polyfoil pouch, no conclusion can be drawn as to if, the polyfoil pouch was properly open.